Event description:
Reportedly, while using a metal retractor and after removing it there was a burn in the left corner of the patients mouth and lip. Area was deep enough to require sutures. Localized with .25% marcaine with epinephrine and silvadene cream was applied to area.